Event description:
The capped vitrification device (containing a patient's blastocyst) was moved and released into a goblet while submerged under liquid nitrogen. The device unexpectedly separated from the cover (cap) and popped out of the liquid nitrogen and onto the floor. The cover (cap) remained in the liquid nitrogen. The patient's blastocyst could not be recovered.